Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of cefazolin. While infusing cefazolin in a 2 gram/50ml duplex bag the pump began drawing from the primary bag. The pump indicated the cefazolin program was still running. There was approximately 10-15 ml of cefazolin remaining of the 50 ml bag. The cefazolin bag had been hung appropriately above the primary. The patient outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.